Event description:
The customer reported that the monitor showed a speaker failure and the alarm sound could not be turned on. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: the device was evaluated by the hospital maintenance team maintenance engineer and stated the speaker was faulty. After confirming the fault, the hospital maintenance personnel will complete the repair of the device. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be faulty speaker. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer is taking responsibility of device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: a good faith effort was made to obtain the serial number. Therefore no UDI is available at the time of report. E1: phone number (B)(6).